Event description:
A user facility technician reported that more ultrafiltration was removed from a patient than intended during treatment on a 1550 hemodialysis machine. Early in the treatment, the patient became apneic, pulseless, and cyanotic. The patient was administered oxygen and CPR was initiated. The patient was successfully resuscitated and transferred to the hospital was discharged one day later. The nurse reported that the patient made a full recovery. No additional information is available at this time.